Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received alert to replace battery. Customer stated they had continuous infusion flow blocked alarm and crack at the back as doctor dropped the insulin pump. Customer reported the blood glucose kept getting high. Customer declined to troubleshoot as they were outside. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.